Event description:
On (B)(6) 2025 the user was hospitalized for diabetic ketoacidosis with a bg of 430 mg/dl after experiencing persistent high glucose and vomiting while using the ilet. The user reported no alerts or supply issues prior to the event and was treated at (B)(6) medical center (B)(6) with IV fluids and insulin before discharge on (B)(6) 2025. The user resumed ilet therapy after discharge.

Manufacturer narrative:
It was reported that the user experienced dka with a bg of 430 mg/dl and required hospitalization and IV insulin and fluids. The user reported no device alerts or supply-related issues preceding the event. No product has been returned, and no device malfunction has been identified based on available information. A supplemental report will be submitted if additional findings become available.